Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet touchscreen developed two hairline cracks and became nonfunctional. The user transitioned to backup insulin therapy (insulin pen) and a replacement device was arranged. No blood glucose impact or injury was reported.